Event description:
During index procedure , an endeavor sprint drug eluting stent was implanted in the lad. Approximately 26 months post index procedure, patient suffered cerebral hemorrhage and expired same day. Cause of death was vascular death. Investigator assessed that event is not related to the study device.